Event description:
It was reported that the customer received a reminder and was unable to clear the reminder. During troubleshooting with tandem technical support, the customer was able to clear the reminder and resume insulin delivery successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.